Manufacturer narrative:
Pc-(B)(4). Date sent: 8/8/2023 upon review of the information provided in the previous report, it was concluded that this event does not meet the FDA defined criteria for a serious event or malfunction and is being considered not reportable. H1

Manufacturer narrative:
(B)(4). Date sent: 8/2/2023. Additional information was requested and the following was obtained: 1-how long did the air leak last: 3 days. 2- does the surgeon believe there was a deficiency with the ethicon device that caused or contributed to the noted complications? Zero. None. 3-what was done to address the air leak? Nothing. We let it heal on its own. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious event and is being considered a malfunction.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4 batch # unk. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information received: start date: (B)(6) 2023. Alert date: (B)(6) 2023. Country of event: us. Adverse event term: post-op atrial fibrillation. Patient details: patient identifier: (B)(6). Sex: female. Age at consent/assent: 71 years. Procedure details: date of procedure: (B)(6) 2023. Procedure group: lung resection. What procedure was performed (gastric)?: blank what lung resection procedure was performed? Lobectomy: yes. Segmentectomy: no. Wedge resection: no. Lung volume reduction surgery: no. Other: no. If other, specify: blank. Additional event details: site awareness date: (B)(6) 2023. End date: (B)(6) 2023. Severity: mild. Is the adverse event serious? : yes. Death: no. Date of death: blank. A life threatening illness or injury: no a permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2023 discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to a fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related relationship to primary study procedure: causal relationship intervention/treatment: none: no. Drug therapy: yes. Surgical procedure, therapy, or intervention: no. Specify: blank. Date of procedure: blank. Non-surgical procedure, therapy, or intervention: no. Specify: blank. Date of non-surgical procedure: blank. Blood transfusion: no. Other: no. If other, specify: blank. Outcome: recovered/resolved without sequelae if event is serious and device related , according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: blank if event is serious and procedure. Related, in the opinion of the investigator, is the adverse event expected/anticipated?: yes did this event result in the subject's discontinuation of the study?: no. Stapler information (note: multiple instances of the same stapler indicate subsequent firings with new cartridges) endocutter firing number: 1 name of stapler used: ech45s - echelon 3000 45 mm standard stapler unique device identifier: (B)(4). Color of reload used: white if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 2. Name of stapler used: ech45s - echelon 3000 45 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank. If other, specify: blank is the staple line integrity acceptable?: yes. If no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 3. Name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: black if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no. If yes, what is the staple-line reinforcement type: blank. If other, specify: blank is the staple line integrity acceptable?: yes. If no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 4. Name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: black if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no. If yes, what is the staple-line reinforcement type: blank. If other, specify: blank is the staple line integrity acceptable?: yes. If no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 5. Name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: black if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no. If yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes. If no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 6. Name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no. If yes, what is the staple-line reinforcement type: blank. If other, specify: blank is the staple line integrity acceptable?: yes. If no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 7. Name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no. If yes, what is the staple-line reinforcement type: blank. If other, specify: blank is the staple line integrity acceptable?: yes. If no, specify the details of the irregular, missing or malformed staples: blank. Admission date: (B)(6) 2023 - (B)(6) 2023. Event details: start date: (B)(6) 2023. Alert date: (B)(6) 2023. Country of event: us. Adverse event term: air leak. Patient details: patient identifier: (B)(6). Sex: female. Age at consent/assent: 71 years. Procedure details: date of procedure: (B)(6) 2023. Procedure group: lung resection. What procedure was performed (gastric)?: blank what lung resection procedure was performed? Lobectomy: yes. Segmentectomy: no. Wedge resection: no. Lung volume reduction surgery: no. Other: no. If other, specify: blank. Additional event details: site awareness date: (B)(6) 2023. End date: (B)(6) 2023. Severity: moderate. Is the adverse event serious? : yes. Death: no. Date of death: blank. A life threatening illness or injury: no a permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2023 discharge date: (B)(6) 2023 resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to a fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: causal relationship. Intervention/treatment: none: yes. Drug therapy: no. Surgical procedure, therapy, or intervention: no. Specify: blank. Date of procedure: blank. Non-surgical procedure, therapy, or intervention: no. Specify: blank. Date of non-surgical procedure: blank. Blood transfusion: no. Other: no. If other, specify: blank. Outcome: recovered/resolved without sequelae if event is serious and device related , according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: no if event is serious and procedure related, in the opinion of the investigator, is the adverse event expected/anticipated?: no did this event result in the subject's discontinuation of the study?: no . Stapler information (note: multiple instances of the same stapler indicate subsequent firings with new cartridges) endocutter firing number: 1 name of stapler used: ech45s - echelon 3000 45 mm standard stapler unique device identifier: (B)(4) color of reload used: white if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no. If yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes. If no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 2. Name of stapler used: ech45s - echelon 3000 45 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no. If yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes. If no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 3. Name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: black if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no. If yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes. If no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 4. Name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: black if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no. If yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes. If no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 5. Name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: black if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no. If yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes. If no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 6. Name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no. If yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes. If no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 7. Name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no. If yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Discharge date: blank - (B)(6) 2023. Log line 2 updated: if event is serious and device related , according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: no to yes if event is serious and procedure related, in the opinion of the investigator, is the adverse event expected/anticipated? : no to yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, post-op atrial fibrillation. Relationship to study device: n/a.